Event description:
It was reported that the patient had back pain. It was also reported that the right atrial (ra) lead had perforated. The ra lead was explanted and replaced with a passive fixation lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.